Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported the scope was reprocessed using a method called a gus (disinfection soak stations). Using this method, the handle and control cord was reported not to be fully emerged during cleaning and disinfection. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested reprocessing in-service for rhino-laryngo videoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scope was not reprocessed correctly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. The exact root cause could not be determined. The investigation determined the phenomenon could be attributed to human error, but no detailed information was available on gus (disinfection soak stations) so we could not identify the cause of the phenomenon. Olympus will continue to monitor the field performance of this device.